Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis the service repair technician, indicates that a foreign material stuck on the auxiliary water channel was found. It was determined that the auxiliary channel needed to be replaced. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified for the presence of this material. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.